Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check with pressure transducer difference > 5 cm h2o. The issue was confirmed in problem description and service report. Pressure transducer printed circuit board was identified as faulty part and needs to be replaced. Defective pressure transducer printed circuit board may lead to high pressure. Defective part was not returned. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).